Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed plastic biohazard pouch; within an opened concerto implant coil inner pouch and within a dispenser track. The unknown micro catheter used in the event was not returned. The concerto implant coil was returned without introducer sheath. Visual inspection/damage location details: the concerto coil pushwire was found to be broken but retained by release wire at ~6.0cm from proximal end. The concerto implant coil was found to be already detached and not returned. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil tip od (outer diameter) was unable to be measured as the implant coil was not returned. The ID (inner diameter) of the introducer sheath was measured to be 0.0185¿ which is within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto pushwire kinked in the distal segment. There had been friction or difficulty during testing or delivery. A continuous flush was administered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient involved with this event. Additional information received reported the procedure was complete with another manufacturers coil. There was no damage or evidence of tampering to the device packaging. The proximal end of the pushwire secured was in the guidewire clip when the package was open ed. The damage was not noticed upon opening the package. Preparation was performed prior to damage being seen. There was no issues that resulted in the damage that was found. Didn't insert the microcatheter. The coil did not come out of the introducer sheath smoot hly. The kink was observed after removal. There was no damage the catheter. The catheter was not a medtronic product.